Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the user was unable to pull ativan 0.5 medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication. A technical support specialist guided the customer on how to add medication to resolve. The system functioned as intended after the technical support specialist assisted the device. D4 & h4: UDI and manufacturer date not available.